Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the customer's report was observed during review of the visual date received (video). The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log showed no errors related to the customer's report. Analysis of reports of this type has not identified an increase in trend.